Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the 3ml nipro syringe in the kit is being described as very loose and allowing air bubbles into the syringe. Several attempts were made to use the device, but they were unsuccessful. Another separate syringe was used to complete the procedure. It is unknown if there was a delay in treatment, no patient death and no patient complications were reported. Additional information received on (B)(6) 2011 from the sales representative stated that he had them open a kit and could not tell anything was wrong with the syringe. He also checked on their central line kits which use the same syringes, in other areas of the hospital and could not find any problems with the end users. This particular physician does not like this syringe and the sales representative feels it is a customer preference issue.